Event description:
Patient reported experiencing elevated blood glucose level of approximately 330 mg/dl since any weeks; correction was taken via the infusion device and was not successful. Patient's normal blood glucose range was not provided. Patient stated she thinks the infusion device delivers too low amount of insulin. Patient reported the infusion set displays an e4 (occlusion) error message often but the infusion set is not occluded. Patient stated the rubber from the up button on the infusion device is defective also. Patient reported there were no health concerns. Patient stated with a new infusion device, her blood glucose level is okay. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to a careless handling of the product. Result pump: the soft component of the up button is worn down heavily. Therefore moisture may enter the insulin pump and caused damages to the pump electronics. The delivery accuracy, occlusion limits and alarm functions were tested successfully and they are not affected by the leakage of the soft components. No malfunction of the device could be observed during the technical investigation. Adapter: the adapter passed the optical inspection. History list: the customer switched the pump into stop mode on (B)(4) 2013, therefore, the day totals decreased thereafter. On (B)(4) 2013, the customer stopped using the pump. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. No lot number is known therefore no retain sample could be investigated. Infusion set: the returned used transfer set was visually inspected and tested for flow and tightness. The test results were within specifications. The problem mentioned by the customer is related to careless handling of the product.